Event description:
It was reported that during a lap nissen procedure, the device's tissue pad came loose during the case. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Eval summary: the device was returned with the tissue pad partially detached. Possible causes of the tissue pad damage applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.